Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver passed the charge and boot testing. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A receiver functional test was performed, and it failed the audio test. A global communication tool software test was performed, and it failed the audio test and passed the vibration test. Manual "try it" testing was performed and failed the audio test. The receiver case was opened for an interior inspection, and passed. The speaker audio intermittent tests was performed and it failed. Speaker resistance was measured and it was observed to be high. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.